Manufacturer narrative:
Additional, changed, and/or corrected data: b.3., b.5., d.1., d.4., d.6a., h.6.

Event description:
Additional details received noting the product injected was juvéderm® ultra plus xc. Patient reported they has pus pimples surface from broken blood vessels, face is red on one side, pus oozing out of left corner of mouth, uneven lips, lumps and scars, nose turned deep red and partially collapsed in left nostril, inside mouth was burning where patient cannot brush their teeth or even eat for six days straight and inner cheek felt agony as if it was on fire. Patient apply warm water and soap every morning. Patient reported they're getting injection to remove the filler in the nose. Patient would additionally receive 5 treatments of v beam lasers to help resolve the issues which led to bruising that lasting for nearly three weeks. Patient also received additional hyaluronidase injections on unspecified dates. Patient stated this is a very traumatic experience and has been self-medicating with hydrocodone because of the pain. Patient has panic attacks and have been "suicidal." Another hcp performed unspecified treatments. Following the treatments, patient was left with "scabs" all over their face.

Manufacturer narrative:
Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported that they were injected in the upper lips with juvéderm and felt pain immediately. Patient complained of pain for several days and by the time the patient was seen by the office; patient was experiencing a blue hue around upper lips and both sides of nose with green puss. Injector treated with hyaluronidase and has been laser treating area ever since. Patient is still experiencing red veins, nose disfigurement, and general depression and anxiety for not wanting to be seen.